Event description:
Healthcare professional reported, a left side infection. Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1:. Address line 1: (B)(6) the event of "infection (early onset)" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported a left side infection. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side infection. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6b